Manufacturer narrative:
Other, other text: a supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available. B3: unknown; no information has been provided to date.

Event description:
It was reported that the pump exhibited a downstream occlusion error. It is unknown if there was patient involvement, no adverse patient effects were reported.

Manufacturer narrative:
Other text: one device received was for evaluation. Visual inspection found a lifted dso seal, and a worn uso seal. The event history log found ?high alarm displayed: cassette not attached properly". Functional testing was conducted. Upon review, the reported problem was unable to be duplicated. The intermittent dso sensor was determined to be the root cause and replaced. Service history review identified this device was related to the last service in 22-may-2023.